Event description:
Vascular compression in the nasolabial folds [vascular compression]. United states report received from a healthcare professional on (B)(6) 2021. A physician, who was also the injector/prescriber, reported that a (B)(6)-old female patient received rha4, for an unknown indication, on an unknown date ; dose and frequency were not reported. A volume of 0. 2 cc to 0.5 cc of rha4 was applied to the nasolabial folds area using an unknown injection technique. It was unknown if the needle from the box was used or if a cannula was used for the administration of rha4. Previous cosmetic procedures included dermal fillers. The patient's medical history included prior rhinoplasty surgery. Concomitant medications and food supplements were not provided. On an unknown date, after 36 hours following the injection of rha4, the patient experienced vascular compression in the nasolabial folds. It was reported that patient felt discomfort after the injection and presented back at 48 hours after the injection. It was further clarified that hylenex was administered to dissolve the implant at day 2 and day 3 following the event. The physician suspected that the area of product implantation was compromised by prior rhinoplasty surgery. The outcome of the event was not recovered/not resolved. The product was not available for return. (B)(4). No additional information was available at the time of this report. Follow-up was received on 23-nov-2021 from a health care professional: patient age, injection volume, and injection sites were provided. The patient's medical history, previous cosmetic procedures, treatment details were clarified.